Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 had an erratic gui display. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) cpu pcb and backlight inverter pcbs. The unit passed extended self-testing.